Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, low r waves and pacing failure were en countered. The leadless ipg system was removed and replaced by a transvenous ipg system. No patient complications have been reported as a result of this event.